Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. The device is missing a screw. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there was no patient involvement conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
The day after the procedure, the cleaning team commented that they recognized the screw dropout.